Event description:
The following was reported to hamilton medical ag: summary: unit is longer transmitting data to the capsule. Noticed the rs 232 connection board on the c2 is loose/no longer making full contact to the control board.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: 09. August 2024: correction in d4: model number and catalog number 160002 (correct) instead 160001 (incorrect). Investigation still ongoing. Note: the UDI number in section d4 will be provided in the next follow-up report, as it is currently being internally verified for this product variant.

Event description:
The following was reported to hamilton medical ag: summary: unit is longer transmitting data to the capsule. Noticed the rs 232 connection board on the c2 is loose/no longer making full contact to the control board.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Note: the UDI number in section d4 will be provided in the follow-up report, as it is currently being internally verified for this product variant.